Manufacturer narrative:
The associated devices were returned for evaluation. The following analysis was provided by our research department: one plastic bag contained large fragments which included the apex region and another plastic bag contained small fragments. The rim region and the ceramic head were also received. Metal transfer and stripe-wear features characterized by inter-granular fracture/grain-pullout were observed on the alumina head. Compositional elements of (B)(4) were identified on the surface of the femoral head using sem/edax; this transfer was likely caused by contact with the shell or by third-body (B)(4) particulate in the joint space. Inter-granular fracture and grain-pullout are indicative of high contact stresses possibly caused by contact between the head and edge of liner. Similar stripe-wear features have been reported in the literature for retrieved alumina devices. There were no manufacturing or material issues noted with this evaluation. A review of manufacturing records did not reveal any deviations or abnormalities that could have contributed to this event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to squeaking noise.